Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was found dirty in the packaging before use. The following information was provided by the initial reporter, translated from dutch to english: today a (sterile) syringe of 30 ml was found, which was dirty in the packaging. Dirt is visible at the plunger and the opening of the syringe. It is a 30 ml syringe bd-luer-lok; lot number 1912287; expiration date 2024-11-30.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/16/2020. H.6. Investigation: one sample and two photos were provided to our quality engineer for investigation. Through visual inspection, a foreign matter was observed inside the barrel of the syringe. Using magnification, the matter was identified to be polypropylene fibers that were mixed with silicone and grease. A device history review was performed for reported lot 1912287, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The particles likely mixed during the lubrication of the barrel in the assembly station. Machines routinely undergo proper maintenance and cleaning according to procedure. While we could not identify a direct issue, this incident likely occurred due to improper cleaning of the manufacturing equipment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was found dirty in the packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: today a (sterile) syringe of 30 ml was found, which was dirty in the packaging. Dirt is visible at the plunger and the opening of the syringe. It is a 30 ml syringe bd-luer-lok; lot number 1912287; expiration date 2024-11-30.